Event description:
It was reported that the track support strut broke during patient use. The patient was not affected however it was reported that two staff members received minor back injuries during the event.

Manufacturer narrative:
It was reported that two staff members received minor back injuries during the event. The staff members reported minor back pain and reported self medication with over the counter medication.

Event description:
It was reported that the track support strut broke during patient use. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.